Event description:
I sprayed biotene spray into my mouth and then I couldn't breathe. My throat swelled, my chest started burning, sweat was pouring out and I was coughing so hard, I almost vomited. I was trying to dial 911 but dropped the phone under the bed. After about 10 mins, it was a little better. I coughed hard all night long. I am still coughing up mucus. Trying to get doctor appt. Give best estimate of duration: 1 year. Reason for use: dry mouth.